Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device was hospitalized for device replacement due to evidence of product erosion. The sicd was removed and another device of different model type implanted without complication.